Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during fill 4 of 5. The care giver (cg) stated that the heater bag connection was loose and became disconnected. The technical service representative (tsr) assisted with ending therapy. The cg would notify the patient's peritoneal dialysis registered nurse of the missed therapy. There were no lot numbers or samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a connection issue could not be confirmed and a root cause could not be determined.